Manufacturer narrative:
Lot number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: one cassette sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was connected to the pump to look for unusual functions; the sample was fully priming and connected without difficulty, the pump was set to run but no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, complaint is not confirmed. No fault was found. CAPA was opened to investigate the root cause of the failure mode and subsequent corrective action, which is currently in the solution confirmation and implementation plan phase. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).